Event description:
It was reported on (B)(6) 2010 that the device had a power on reset (por) secondary to the patient receiving radiation therapy. Another por occurred on (B)(6) 2010 also secondary to radiation therapy. The patient reported being symptomatic due to the device going vvi and lack of atrial kick. The device was reprogrammed. The patient completed radiation therapy in late april and two more por events occurred in (B)(6). The patient complained of fatigue. The device is still in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated power on reset. The device recorded three critical ram parity error pors. They occurred on (B)(6)2010, (B)(6)2010, and (B)(6)2010. Cause was reported to be radiation therapy.